Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a double pass during lasik treatment. Additional information received, the patient was not harmed.

Manufacturer narrative:
Review of the logfiles for the day of treatment shows that during the whole day two treatment were aborted due to the user interrupted the treatment during bed cut and pressed the vacuum pedal instead of the laser pedal. This shuts down the vacuum pumps and the system will abort the started treatment. So the reported issue is not caused by the system or the used patient interface but by the user which was also shown to the user via an info message indicating the aborted treatment. There is no technical problem and the reported problem is due to the user shutting down the vacuum pumps by pressing the vacuum pedal instead of the laser pedal after he interrupted the treatment. The manufacturer internal reference number is: (B)(4).